Event description:
This aaa implant was uneventful in 2007. The patient had very long common iliacs so physician used an additional iliac leg graft to extend the iliac leg graft on the left. This still landed a bit proximal to the internal iliac, but the physician felt it was adequate and seal was achieved on final angio two months later. Follow up indicated a slight endoleak from the distal left common iliac. Physician felt additional coverage was needed to land closer to the internal iliac. An extension was used and seal obtained in the final angio.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse patient anatomy and the inadequate planning of the placement of the device.